Event description:
It was reported that a patient receiving v.a.c therapy had a wound with drainage that was not healing. The patient's physician did outpatient surgery on the patient and discovered white versfoam embedded deep within the wound which he then removed. The physician estimates that the foam had been there at least six months. The wound is now beginning to heal. It is unk at this time whether or not v.a.c therapy has resumed.

Manufacturer narrative:
We are in the process of investigating this incident in order to obtain additonal information and will file a supplemental report if additional information becomes available. V.a.c. Therapy labeling states: "count the pieces of foam and annotate the total number in the patient's chart. Also annotate on drape with permanent marker. Do not place foam into blind or unexplored tunnels."